Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Fully popped off the toothbrush - oral-b refills [device breakage]. Case narrative: consumer e-mail stated that toothbrush refill stopped working and fully popped off the toothbrush while in use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Fully popped off the toothbrush - oral-b refills [device breakage]. Case narrative: consumer e-mail stated that toothbrush refill stopped working and fully popped off the toothbrush while in use. No injury was reported. Follow up received on 11-mar-2026 - product investigation results: no manufacturing cause identified based on investigation of production records. Product not available at time of investigation. No injury was reported.